Event description:
The customer reported via phone call that they were hospitalized for low blood glucose and sars virus on unknown date. Blood glucose level was 10mg/dl. The emergency medical services was called due to the low blood glucose of 10 mg/dl. Troubleshooting was performed. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose and sars virus on unknown date. Blood glucose level was 10 mg/dl. Troubleshooting was performed. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.